Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the perforation, hypotension, atrial fibrillation, pericardial tamponade, and myocardial infarction could not be definitively determined based on the information available. It was reported that the perforation occurred upon post-dilatation of the stent placed post ivl treatment. Furthermore, it was reported that the atrial fibrillation was likely due to perforation and bleeding into the pericardial space. There was no ivl malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the distal left circumflex arteries. 10 pulses were successfully delivered at 4 atm. There was no ivl malfunction reported. This event was sent to the clinical events committee (cec) for adjudication of the perforation, hypotension, atrial fibrillation, pericardial tamponade, and myocardial infarction. The cec determined that the myocardial infarction (mi) occurred within 48 hours post-procedure, and was a non q-wave mi attributable to the target vessel and determined to be possibly related to the study device and definitely related to the procedure. The troponin levels were greater than 70 x uln within 48 hours of the index procedure. The cec determined that pericardial tamponade and hypotension were also possible to the study device and definitely related to the procedure. During post-stent ballooning, perforation was reported and managed with 2 covered stents. The post coronary perforation was managed with a placement of pericardial drain. The cec stated that the atrial fibrillation that occurred after was likely due to perforation and bleeding into the pericardial space. They also determined that the atrial fibrillation was possibly related to the study device and definitely related to the procedure.